Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unisg, gold-tite® square uniscrew for evaluation. Visual inspection via naked eye and camera magnification revealed the screw fracture at the threads and the threaded portion was returned. DHR review was could not be performed for the unisg since the lot number was not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was performed for the unisg, dating back 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture screw) and no other complaint was identified. Based on the investigation and risk management file review a definitive root cause could not be determined. The most likely root cause determined from the investigation was identified as follows: torque applied during placement/seating exceeds recommended value · abutment or abutment screw are subject to occlusal or off-axis loading. Therefore, based on the available information, a device malfunction did occur. The inspection confirmed the screw was fractured. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported screw fracture on unit crown on osseotite 5x13 implant of external hex at tooth site 36 after almost 10 years of use. Placement date: (B)(6) 2013. Patient with bruxism and poor oral hygiene. Procedure was completed using a new screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.